Event description:
Literature article received: this report is being filed after the subsequent review of the following journal article, mortazavi, s.m.j., et al. (2006). Functional outcome following treatment of transolecranon fracture-dislocation of the elbow. Injury, int. J. Care injured(2006) 37,284-288. Eight patients identified as anterior fracture-dislocation of the elbow were retrospectively reviewed from 1997-2003. There were seven men and one woman with an average age of 35 years (range, 22-58 years). A 3.5mm ao reconstruction plate, synthes, (length of plate ranged from 8 to 10 holes) was used in seven patients and tension band wiring in just one. This is report 1 of 1 for (B)(4). This report is for unknown 3.5 mm ao reconstruction plate and refers to a patient who developed heterotopic ossification class iia (limitation in elbow flexion/extension plane) in the anterior elbow musculo-capsular structures and some calcification of collateral ligaments and another patient who lost 50 degrees of pronation and also suffered from a flexion contracture of 25 degrees as well as experienced some residual pain and discomfort on final evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: mortazavi, s.m.j., et al. (2006). Functional outcome following treatment of transolecranon fracture-dislocation of the elbow. Injury, int. J. Care injured(2006) 37,284-288. This report is for unknown 3.5 mm ao reconstruction plate, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.